Event description:
Medtronic guardian diabetes sensor used with the 670 diabetes pump. The sensor is a 7 day interface used with the 670 pump in the auto mode in which the diabetes pump automatically adjusts insulin delivery based on information sent from the guardian sensor. The sensor does not last 7 days. Most of the sensors last 5 to 5.5 days. Every week I call medtronic to complain and have been told by customer service that this is a common complaint they have been receiving. My insurance approves the number of sensors I receive based on the 7 day expectation. Also, the unit seems to control the number of high sugar readings I get better than the last series of pumps but does not seem to adjust the insulin delivery soon enough to control the low sugar as well as expected.